Event description:
After ventricular and peritoneal catheters were attached to the strata, the doctor tested for drainage, pumping the shunt while observing the distal open end of the peritoneal catheter for draining csf. After several minutes of negative testing, the doctor requested a new strata.